Event description:
It was reported that the patient experienced exit block. It was determined that the device displayed right ventricular (rv) impedance of greater than 9,999 ohms. The device was explanted and replaced, in which the rv lead indicated nominal values upon connection to the new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).